Manufacturer narrative:
G5:510(k)#:k102054. B4: (B)(6) 2021. The field service engineer reported that the suspected issue was with the sensor printed circuit board assembly (pcba). The unit is in paid status and is yet to receive approval for the part. This may be due to the v200 ventilator no longer being supported by philips and being an end of life (eol) product. Therefore, the ventilator has not been recertified to return to service. No other anomalies were reported.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the sensor printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.

Event description:
The customer reported that a ventilator failed the flow sensor calibration and experienced a 9009 error code indicating a ventilator inop during device testing outside of clinical use. The device was evaluated by the international philips field service engineer who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.